Event description:
A radiation treatment was planned using the philips pinnacle3 radiation treatment planning system. The plan called for the use of a motorized wedge on an elekta sl-18 dual energy accelerator. The target machine for the plan had a motorized wedge and did not support the use of physical wedges. A medical decision was made to change the patient's treatment and, therefore, the user needed to generate another treatment plan using pinnacle3. The user planned the change with a physicial instead of a motorized wedge. The user reported that a plan with a physical wedge is easier and faster to plan than one with a motorized wedge. Pinnacle3 permitted the user to setup the physical wedge, even though the specified treatment machine could only support a motorized wedge. The user was aware that this would not produce the desired treatment plan, but intended to correct the plan within the sequencer record and verify system prior to treatment. Additionally, the user named the nonexistent physical wedge " " (space, space, space). Pinnacle3 completed the treatment plan and the user exported it to impac sequencer record and verify system. On import, sequencer removes leading and trailing spaces, which interfere with planning system data formats. When the three spaces were removed, the wedge name was read as null, thereby indicating that no physical wedge was to be used for the treatment. The user forgot to complete the workaround and did not add the appropriate motorized wedge information. Sequencer verified the machine setup and since no wedge information was defined, there was no mismatch indicated. The user performed 8 treatments without the intended wedge.

Event description:
A radiation treatment was planned using the philips pinnacle3 radiation treatment planning system. The plan called for the use of a motorized wedge on an elekta sl-18 dual energy accelerator. The target machine for the plan had a motorized wedge and did not support the use of physical wedges. A medical decision was made to change the patient's treatment and, therefore, the user needed to generate antoher treatment plan using pinnacle3. The user planned the change with a physicial instead of a motorized wedge. The user reported that a plan with a physicial wedge is easier and faster to plan than one with a motorized wedge. Pinnacle3 permitted the user to setup the physicial wedge, even though the specified treatment machine could only support a motorized wedge. The user was aware that this would not produce the desired treatment plan, but intended to correct the plan within the sequencer record and verify system prior to treatment. Additionally, the user named the nonexistent physicial wedge " " (space, space, space).pinnacle3 completed the treatment plan and the user exported it to impac sequencer record and verify system. On import, sequencer removes leading and trailing spaces, which interferece with planning system data formats. When the three spaces were removed, the wedge name was read as null, thereby indicating that no physical wedge was to be used for the treatment. The user forgot to complete the workaround and did not add the appropriate motorized wedge information. Sequencer verified the machine setup and since no wedge information was defined, there was no mismatch indicated. The user pformed 8 treatments without the intended wedge.